Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The doctor stated that a (b) or (c) cartridge was used. The lens model used is approved for use in the (a) cartridge only. There have been no other complaints reported in the lot. Additional information was requested and received.

Event description:
A surgeon reports that during intraocular lens (iol) implant surgery, the lens was released with two broken haptics and left in the eye. Investigation revealed that the wrong cartridge was used to implant the lens, and there was no patient injury involved with this event. In a follow-up visit, the surgeon noted that the lens is now slightly decentered. However, both the patient and surgeon are pleased with the refractive results and an explant is not planned.